Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsc5 emitted a steady tone (used with a h2tuv). Another device was used to complete the case. There was no consequence to the patient.